Event description:
It was reported that the drain clogged with serous fluid and had to be removed from the patient due to fluid accumulation; patient required additional procedure to place new drain.

Manufacturer narrative:
The complaint is inconclusive due to no physical sample or pictures were returned for evaluation. The lot number is unknown; therefore the device history record could not be reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.